Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) patient underwent aaa repair on (B)(6) 2009. The complaint began during the step of removing the proximal trigger-wire from the trigger-wire release mechanism. At this point, the zenith main body had been deployed down to, and releasing the contralateral limb of the main body. The operator imaged and identified the lowest renal artery, and was prepared to release the top cap. The operator loosened the black thumb screw from the proximal trigger-wire release mechanism, and then attempted to pull the proximal trigger-wire off of the device. The trigger-wire failed to move. The operator then tried to pull with more force, however, with the same result. The attending sales representatives instructed the operator to loosen the pin vise, and pull back on the inner cannula while maintaining position of the grey positioner and main body sheath. Once this step was completed, the operator re-tightened the pin vise, and then attempted to pull the proximal trigger-wire, again unsuccessfully. They then began to employ the FDA approved steps for removal of difficult trigger wires. During the operator's first attempts to remove the trigger-wire, we observed that the trigger-wire mechanism did not move at all. No space had been created between the proximal trigger-wire release mechanism and distal trigger-wire release mechanism, and therefore, offered no access to the wire for the purpose of cutting. The operator then used a surgical instrument in a prying motion in an attempt to separate the 2 release mechanisms, so that cutting the wire may be achievable. The proximal trigger-wire moved slightly, at which point the operator again attempted to pull the proximal trigger-wire with considerable force. The operator was successful in pulling the blue knob completely from the device and trigger-wire. The operator was then able to grab the proximal trigger-wire with a pair of hemostats. The sales representatives then instructed the operator to twist the hemostats to wind up the wire in an attempt to get a better grip to again attempt to pull the proximal trigger-wire from the device. This attempt was unsuccessful as only a short segment (1 to 1.5 cm's) of the trigger-wire was removed. At this point, the operator cannulated the contralateral gate of the main body successfully. The operator introduced a coda balloon catheter over a lunderquist wire into the main body graft. The balloon was positioned above the flow divider of the main body graft and remained deflated at this time. The operator then unsheathed the remaining 2 distal stents on the ipsi side of the zenith main body. The operator then removed the black thumb screw on the distal trigger-wire release mechanism. While removing the distal trigger-wire release mechanism, the sales representatives noticed that both the proximal, and the distal trigger-wires were being removed together. The operator confirmed that the main body graft was still in a position below the lowest renal artery orifice. The sales representatives then instructed the operator to inflate the coda balloon, loosen the pin vise, and while maintaining tension on the balloon and grey positioner, slowly advance the inner cannula to release the top cap. The operator began to push, however, the top cap would not move. The operator again tried to push the inner cannula in to release the top cap from suprarenal stent, however, unsuccessfully. The sales representatives instructed the operator to deflate the coda, and then while holding the inner cannula, slowly advance the grey positioner and sheath proximally to the bottom of the suprarenal stent. Once the grey positioner was within 2 inches from the top cap, the operator stopped advancing the grey positioner, and continued to advance the main body sheath to within 1-2 millimeters from the bottom of the suprarenal stent. The sales representatives then instructed the operator maintain position of the sheath and grey positioner while pulling back on the inner cannula. The top cap was successfully pulled back to completely cover the suprarenal stent. At this point, the operator inflated the coda, and while maintaining the main body graft below the lowest renal artery, successfully advanced the top cap and releasing the suprarenal stent. The coda was then deflated, and the grey positioner and main body sheath were pulled back down into the common iliac. The remainder of the procedure (ie, placement of both contralateral, and ipsilateral limbs) was unremarkable. One final note, the patient's vital signs remained stable throughout the entire procedure, which ended with a successful angiographic x-ray, and subsequent closure of access sites. Patient was doing great at the end of the case.